Event description:
The customer contact reported the pt received less medication than intended. The primary tubing set was being used to deliver an unspecified concentration of sodium chloride. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of magnesium sulfate. It was reported that the primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, it was reported that the magnesium sulfate did not "fully" infuse. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.